Manufacturer narrative:
Device not returned to manufacturer.

Event description:
The manufacturer received information alleging the user had a stroke. There was no other clinical information or medical intervention reported. The user reported using a replacement dreamstation auto CPAP device which was repaired on (B)(6) 2022. The user made no allegation against the device or of any specific device malfunction, use error, or other deficiency that is relevant to the harm reported. The device has not yet been returned to the manufacturer for evaluation. Three attempts to have the device returned for evaluation and investigation were unsuccessful. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
Additional information was received and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. The manufacturer received information alleging the user had a stroke. There was no other clinical information or medical intervention reported. The device was returned to the manufacturer's product investigation laboratory for investigation. During the investigation, using a known good power supply and power cord, manufacturer was able to confirm the device powers on and provides airflow. During review of the error logs, manufacturer determined that the device was likely reset prior to manufacturer receipt due to the machine having 7519.0 hours and 0 blower and therapy hours. 0 errors were logged. During the investigation, manufacturer observed an unknown dust contaminant on the flip doors, pca, top enclosure, rear panel, ui panel, bottom enclosure, inside iso port, blower, and blower seal. Pil observed black hairlike contaminant on the flip doors, top enclosure, ui panel, rear panel, bottom enclosure, and blower. Manufacturer is unable to directly address any symptoms. Manufacturer can confirm the complaint of visualization of particles, most likely from an outside contaminant. The manufacturer concludes, there was evidence of sound abatement foam degradation/breakdown and observed dust contaminant and black hairlike contaminant. In box g: date received by mfg. Has been updated. In box h: (device) problem code grid, evaluation method code grid, evaluation results code grid and conclusion code grid has been updated.